Event description:
On (B)(6) 2011 the patient reported multiple cases of conjunctivitis. This normally is not a reportable event, however on (B)(6) 2012 follow up with the ecp notes that the patient had bacterial conjunctivitis and was treated with tobramycin and pred forte. This is being filed as bacterial conjunctivitis.

Manufacturer narrative:
This is being filed as bacterial conjunctivitis. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.